Event description:
The customer returned the device stating, ¿auxiliary control unit (acu) watchdog error message/bottom case is cracked.¿; during device evaluation it was found there was an acu watchdog error in tandem with primary audible alarm. The event occurred during self-testing. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of ¿auxiliary control unit (acu) watchdog error message/bottom case is cracked¿ was confirmed. The alarm history was reviewed and found acu watchdog error in tandem with primary audible alarm. The probable cause was failing primary speaker. The primary speaker and cracked bottom case were replaced. In addition, the plunger case assembly was replaced, barrel clamp assembly, top case, updated alternating current (ac) receptacle and worn third-party battery pack. The device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.